Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. Based on the limited additional information provided no conclusions can be made. This emdr represents the bard/davol composix l/p (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2) and bard/davol composix mesh (device #3). Should additional information be provided a supplemental emdr will be submitted. Note: 1213643-2008-00511 initial MDR and supplemental 1 MDR were sent by mail to the FDA in 2008 and 2012 respectively.

Event description:
As reported on 11/18/2008 initial MDR. Attorney reported: on (B)(6) 2007--the patient underwent an umbilical and ventral laparoscopic hernia repair surgery with implant of a composix lp mesh patch. On (B)(6) 2008--the patient underwent a hernia repair procedure to re-secure the mesh patch which had detached from its original surgical site. Addendum: per medical records (previously provided - MDR supplemental 1): on (B)(6) 2007: the patient was diagnosed with an umbilical and ventral hernia and underwent a laparoscopic repair procedure with implant of a bard/davol composix l/p mesh (device #1). On (B)(6) 2008: the patient was diagnosed with a recurrent epigastric umbilical hernia and underwent an open hernia repair with implant of a bard/davol ventralex mesh (device #2). Addendum per legal complaint (emdr supplemental 2): on (B)(6) 2007: the patient underwent surgery for implant of a bard/davol composix l/p (device #1). On (B)(6) 2008: the patient underwent surgery for implant of a bard/davol ventralex (device #2).